Manufacturer narrative:
Investigation is underway.

Event description:
As reported from edwards lifesciences field clinical specialist, approximately 2 years and 6 months post implantation of a 26mm sapien 3 valve in the aortic position, central ai that is reportedly due to a damaged leaflet was observed. Per medical records received, multiple hospitalizations for decompensated heart failure most likely due to valvular disease. A tee was performed approximately 27 months post implant and noted the mitral valve is irregular and calcified with moderate regurgitation. The aortic valve is a bioprosthetic valve. There appears to be a calcified leaflet that is torn within the valve allowing for intravalvular regurgitation as well as a mild degree of paravalvular regurgitation. It appears the patient is being worked up for a valve in valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event were confirmed per medical record. Due to unavailability of valve serial number, DHR review and lot history review were unable to be performed to determine if a manufacturing non conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Calcific degeneration is a common cause of bioprosthetic heart valve failures. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per medical record, a tee was performed approximately 27 months post implant and noted the mitral valve is irregular and calcified with moderate regurgitation. The aortic valve is a bioprosthetic valve. There appears to be a calcified leaflet that is torn within the valve allowing for intravalvular regurgitation as well as a mild degree of paravalvular regurgitation. In this case, patient had vast comorbidities (e.g. Htn, chronic kidney disease, diabetes and etc.), which are known factors that may increase the risk of valve calcification, leading to degeneration/deterioration with torn leaflet and regurgitation as reported. As such, available information suggests that patient factors (pre existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.